Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the device was manufactured. Based on the results of the investigation, the suggested event, ¿clogged black rubber like- material in the a/w channel¿ was confirmed. Foreign material remained in the a/w channel since the subject device was returned to olympus without conducting/completing reprocessing at the facility. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the charged coupled device cover lens was cracked, and the probe cover had dents. The bending section cover glue was separated and deteriorated. The connecting tube was wrinkled and the light guide cover lens was chipped. Additionally the angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a air water channel clogged. The device was returned for evaluation. During the device evaluation, the nozzle was found to be clogged by a black rubbery material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.